Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving baclofen 4000mcg/ml at minimum rate via an implantable pump. The indications for use were intractable spasticity and multiple sclerosis. It was reported that an alarm was heard and confirmed by telemetry. Low battery reset occurred and reset occurred. The pump logs were checked and the logs revealed there were multiple resets going back to (B)(6) 2017. The company representative would contact the managing physician to get the dose and try to program out of reset. It was reviewed that reset can happen again right away. The patient experienced withdrawal, increase in spasticity. No further patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the pump died 5 months before it should have. No further patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that reported the patient¿s pump was replaced last night (B)(6) 2017 at 5 pm. No further patient complications were reported or anticipated.

Manufacturer narrative:
The pump was returned and destructive analysis identified a high battery resistance. Result code (B)(4) and conclusion code (B)(4) no longer apply. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code (B)(4) because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative. It was reported that the patient was not in a clinical study. The device was used with/in the patient. The intended use of the device was treatment. The patient recovered without sequela, and there was ¿no patient injury¿. A rotor study was not performed.